Event description:
Pt arrived for her scheduled chemo pump disconnect at appropriate date/time. Upon arrival, it was noted that the pump remained completely full. Pt stated she noticed it yesterday and put new tape on the sensor on her chest, checked all clamps and slept with pump under blanket and still did not infuse. Pt requested that the pump be removed and does not want new pump made. Port site flushed well and gave good blood return, all clamps remained open and all sites were taped appropriately.